Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide referenced in describe event or problem is filed under a separate medwatch report number. Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the plunger, suture, posterior needle tip, link, and both cuffs were not returned for analysis. In this case, in the absence of all components returned for analysis a conclusive cause for the reported needle to cuff miss could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transaortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred with both proglide devices. The sutures of two new proglide devices were pre-placed prior to the tavr procedure. The sheath was upsized to a 14f and the tavr was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.